Manufacturer narrative:
The reported event of failure to advance lead in catheter, was not confirmed. As received, a complete lead was returned in one piece for analysis. The guidewire and the catheter were not returned with the lead. Visual inspection and x-ray of the lead found no anomalies. The lead insertion test was performed with the test guidewire and the catheter. The lead was fully inserted into the test catheter without any obstruction.

Event description:
Related manufacturer reference number: 2017865-2021-33882. It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the left ventricular (lv) lead failed to advance through the catheter. The lv lead was not used and was replaced. The new lv lead advanced through the sheath but dislodged when the physician slit the outer sheath. The lead was not used and a new lead was successfully implanted. There were no patient consequences.